Event description:
The pt received his scs system on (B) (6) 2009. It was reported that the pt experienced a seizure during which the lead extension came out of the ipg header. On (B) (6) 2009, the physician attempted to reconnect the extension to the ipg, but during testing the extension had invalid impedance readings. The physician replaced that extension with the same model in a 60 cm length. Follow up on the pt found that there have been no further issues reported.

Manufacturer narrative:
Eval results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Could not verify that the extension pulls out of ipg header since ipg not returned. All wires are broken in the extension header. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective reviewed initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.